Manufacturer narrative:
The device has arrived for investigation, however the investigation has not started. Although requested, patient demographic details (a2, a3, a4), and b6, b7 were not provided. A follow up report will be submitted with failure investigation results after completion of the investigation.

Event description:
It was reported that there was a break at the site under the drip chamber in which the tubing completely disconnected from the drip chamber, and that there was no patient or user harm as a result of the event. Although requested, it is not known if the event occurred during an infusion or during initial priming of the set.

Manufacturer narrative:
New information received 06/03/2019 documents no patient involvement so the file is therefore not reportable.

Event description:
It was reported that there was a break at the site under the drip chamber in which the tubing completely disconnected from the drip chamber. The event occurred as the user was setting up the tubing prior to patient use.